Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated while connected to a central line." There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of tubing separation was confirmed. Visual inspection under magnification observed that there was insufficient bonding solvent on the end of the vinyl tubing. Functional testing was not feasible as the tubing was received separated from the upper fitment. Dimensional testing found that the tubing was within the required specification. The root cause of the separation was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and the upper fitment.